Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and the information obtained from this complaint and the results were insufficient to identify the cause of the problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of a therapeutic bile duct stone removal a basket was inserted into the bile duct to grasp and remove the stone; the basket broke inside the bile duct. The basket and stone remained in the bile duct. Boston manufactured spyglass was used to drain the residual basket and bile duct stones. There were no residual stones in the patient's body. The procedure was completed using additional equipment. Detail of the additional equipment was unknown. There was significant prolongation of the procedure that occurred. No abnormalities of patient's health condition.